Event description:
It was reported that the customer had high blood glucose levels of 196 mg/dl. The customer reported a motor position encoder error from the insulin pump. The customer also reported a couple of motion sensor test failure errors from the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test and prime test. However, the insulin pump was received stuck on a motor error alarm loop that occurred during a bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. No motor position encoder error alarm could be confirmed due to several alarms for a corrupted history file. The insulin pump was received with a cracked case on the reservoir tube lip and a cracked belt clip slot.